Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had not been using the pump for over a week. During the load process the pump was plugged into power source when the pump reset unexpectedly. There was no impact to the customer's blood glucose level. In addition, it was reported that the pump fill estimate was noted to be inaccurate. Reportedly, the customer loaded the cartridge with cold insulin. The customer decline to troubleshoot the fill estimate. During troubleshooting with tandem technical support, the customer was able to complete the load process and resume insulin delivery.